Event description:
It was reported that ¿some other health care professional¿s (hcps) tried to do the implant but they couldn¿t get the leads to stay in place.¿ it was noted that the hcp used surgical leads and the patient had to stay awake during the procedure, which was 8 hours long. It was noted that ¿it got a little rough after 4 hours.¿

Manufacturer narrative:
Concomitant medical products: product ID 7434a, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1993, product type: extension; product ID 3587, serial# (B)(4), implanted: (B)(6) 1993, product type: lead; product ID neu_unknown_lead, product type: lead. (B)(4).